Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement test. No excessive no delivery alarm noted during testing. Pump passed self-test, unexpected restart test and all operating current test were normal. Pump received with minor scratched display window, cracked at display window corner, cracked reservoir tube lip and scratched reservoir tube window. Pump has smell of insulin inside reservoir tube, however no moisture damage inside reservoir tube inside pump noted.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 600 mg/dl. The customer was unable to troubleshoot because she is driving. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer did decline troubleshooting based on the fact that the clinical manager said the pump should be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl.